Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 41 followed by error 42. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.